Manufacturer narrative:
(B)(4). Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned empty and locked out, but the orange indicator did not show up. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reports that during a lap cholecystectomy procedure, the er220 device the clip jaw was misaligned. The clips jammed and doubled up on the ligamax device. They got new devices to complete the procedure. There was no pt consequence. Both devices will be returned.